Event description:
The facility reported an infusion pump with a failure code 403. The failure was reported to have occurred during pt infusion. No record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.